Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the delivery system was stuck on the wire. A 6 x 150 x130 innova¿ stent was selected for a procedure in the superficial femoral artery (sfa). The target lesion was severely calcified and 100% stenosed. After a .035 non-bsc guidewire was passed through the lesion, the lesion was pre-dilated using a bsc sterling balloon. The innova stent was then deployed without issues. When the delivery system was attempted to be removed after stent placement, the guidewire was stuck and the shaft was difficult to remove. The stent was then removed after pulling the guidewire and stent delivery system. The procedure was completed with the placement of a second innova stent using the same guidewire. There were no patient complications and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a kink at the nosecone of the device. There was no wire stuck in the device when returned. The mid-sheath showed severe buckling. The buckling was located 3cm to 6.5cm proximally from the markerband. The inner liner also showed buckling. The tip was dislodged from the distal end of the inner liner and was pulled proximally where it was stuck on the proximal inner. The inner liner damage was approximately where the tip should have been to 13cm proximal. The .035 guidewire was inserted into the device and the wire transcended through the device with a slight restriction due to the inner liner damage. When the guidewire reached the damaged areas on the catheter shaft it stopped and would not completely go through the device. The damage that was noticed is consistent with interference with the introducer sheath. Usually this damage is caused by pushing, pulling and torqueing of the device, or if the device or the introducer sheath is not kept hydrated this could cause friction between the two devices. The handle was opened to inspect for internal damage. It was noticed that the mid-sheath showed a kink 7cm from the retainer clip. No other damage was noticed. The stent was not returned. The stuck wire was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the delivery system was stuck on the wire. A 6 x 150 x130 innova stent was selected for a procedure in the superficial femoral artery (sfa). The target lesion was severely calcified and 100% stenosed. After a .035 non-bsc guidewire was passed through the lesion, the lesion was pre-dilated using a bsc sterling balloon. The innova stent was then deployed without issues. When the delivery system was attempted to be removed after stent placement, the guidewire was stuck and the shaft was difficult to remove. The stent was then removed after pulling the guidewire and stent delivery system. The procedure was completed with the placement of a second innova stent using the same guidewire. There were no patient complications and the patient condition was good post-procedure.